Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical record, the patient was revised to address failed right total hip replacement involving articular surface wear, adverse local tissue response, and periprosthetic osteolysis, aseptic loosening of the acetabular component, acetabular erosion and pseudocyst of the thigh. Revision notes reported large osteolytic cyst. The posterior aspect of the thigh appeared to be filled with murky fluid which was stained black. Scar formation was noted. Patient's hip was quite stiff. There was notching of the anterior neck of the femoral component by approximately 2-3 mm, suggesting it was impinging on the anterior aspect of his metal on metal component. There was small osteolytic lesion in zone 7. Acetabular component was grossly loose and was clearly mobile. Clinical visits reported pain, elevated metal ions, and cystic mass of 10.5 cm. Doi: (B)(6) 2009; dor: (B)(6) 2017; (right hip).